Event description:
Subsequent to device application it was noted the pin in the distal distraction component was missing. There was no injury to the patient. The fixator was left on the patient for the duration of treatment.